Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital's nurse that patient was experiencing low voltage advisories while on battery power. The patient's battery clip set was exchanged. The log file was reviewed and confirmed the low voltage alarms. It was also noted that a loss of power to the system controller occurred, causing the pump to stop.

Manufacturer narrative:
(B)(4)due to the device not being available for evaluation, a specific cause of the reported event was unable to be determined. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the battery clip set for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: per the vad coordinator there were no additional voltage issues reported after the new battery clips given.